Event description:
A pasv PICC was placed for therapeutic purposes. Within two weeks of placement, the PICC line was found to be broken distal to the suture wing with leaking occurring at the reverse taper. The PICC line was replaced on an unk date.